Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient said they turned down her stim 8 times today. It feels like it keeps coming up and being kind of strong, but the number is not increasing. She was at 1.35 volts, and now it is at 1.00 volts. She had been at 1.3 or 1.35 volts for a while, like for a month. Rarely does she have to change the setting. She can feel the stimulation down the leg and the foot kind of twitches on the arch. This started the last couple days, but it is very dominant today. Agent did not ask about the circumstances that led to the reported issue. The patient was asked if they had return of symptoms and patient said no. The patient was asked if they had any falls or accidents and patient said no. The patient was asked if certain position cause it to feel like it gets more intense and the patient said no. Patient is currently on program 1. Normally they forget about the stimulation, but it is becoming more on the top of their mind. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.